Manufacturer narrative:
The downloaded event log from the returned device showed there was a programming error, based on the info provided and the labeling on the returned drug bottle with the device. The bottle label showed the drug concentration was 10mg/ml and the total volume to be 100ml. The user entered the concentration during the drug calculation setup as 10mg/10ml. This resulted in the device calculating the rate of infusion to be 40.8ml/hr for a dose of 10mcg/kg/min. This error in the concentration entry resulted in the device calculating the rate of infusion to be ten times greater for the dose entered. Had the concentration been entered correctly the rate of infusion would have only been 4.1ml/hr for a dose of 10mcg/kg/min. The device only ran for a total infusion time of approximately 12 minutes and 19 seconds after the infusion was started. The device experienced interruptions during its infusion which consisted of three events of occlusion pt side alarms and was finally paused by the user after the third occlusion event with no more infusions continuing due to the user turning off the device. At the rate of 40.8ml/hr and only running the infusion for the noted runtime the calculated volume infused was approximately 8.375ml. There were no leaks identified in the returned disposable set or attached empty bottle. The device was opened and inspected following the testing of the device, no issues or anomalies were observed that could have contributed to the reported event. The rate accuracy performance of the device with the returned disposable set was within the specification of +/-5%. The quality notification (qn) database was reviewed and no qn was found generated for this device serial number. The reported complaint of an overinfusion of propofol was confirmed. The root cause for the reported event of an overinfusion of propofol was determined to be due to a programming error by the user.

Event description:
In the ICU, at an unspecified time in the morning after 8:03am, a propofol infusion was being programmed using a gemini pc-2 volumetric infusion pump. The nurse programmed the pump and put it on 'pause'. It is unclear when 'start' on the pump was started. The pt became bradycardic, asystolic and unresponsive. The pt was coded and resuscitated successfully. After the code, the pump settings were checked and it was noted that 10mg/100ml was programmed when it should have been 10mg/1ml. The nurse reported that she programmed the infusion and pushed 'start', but immediately pushed 'pause' after that. The pump would beep and the nurse kept pushing 'pause' until the pt coded. However, the bottle was found empty, the entire bottle infused by 8:40am, so at some point the pump started. Pt returned to his pre-code status. No additional info was available.